Event description:
It was reported that the patient underwent an unspecified back surgery using rhbmp-2/acs. Post-op, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2010 pt with history of chronic back pain underwent a procedure for decompression fusion l4-s1 with posterior instrumentation l4-s1.bmp was placed bilaterally in the posterior gutters. Notes indicate the right l4 pedicle screw was placed medially and a minor amount of thread could be palpated via the central canal. On (B)(6) 2010 lumbar MRI shows fluid collection in paraspinous muscles and extending into laminectomy defect. There is some proliferation or post-operative presumed granulation tissue surrounding the dural sac from l4-l5 and this deforms the dural sac to some extent but there is no freely drainable fluid. On (B)(6) 2010 pt underwent surgery due to left l5-s1 radiculopathy and medial right l4 pedicle screw. Procedure was for revision exploration of lumbar fusion and instrumentation, extension of posterior segmental instrumentation to l3, arthrodesis l4-s1. On (B)(6) 2010 pt underwent surgery due to malposition of left l3 pedicle screw with resultant radiculopathy. Procedure was to reposition the screw. On (B)(6) 2011 x-ray reveals degenerative changes from l4 to s1 with good placement of hardware and good bony alignment. On (B)(6) 2011 pt developed new onset of right lower thoracic radicular (B)(6) 2012 pt presented to the emergency room with complaints of dizziness, and right-sided back pain radiating to the right side of his ribs with worsening right arm numbness. CT of the abdomen and pelvis showed no urinary tract calculi and no evidence of obstructed uropathy. CT of the brain indicated no acute intracranial process. MRI of the thoracic spine showed no acute fracture or listhesis or significant central canal stenosis. MRI of the lumbar spine showed no acute fracture or listhesis or gross abnormal enhancement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with lumbar radiculopathy, lumbar spondylosis and underwent fusion surgery and rhbmp-2/acs was implanted.